Event description:
At (B)(6) we have a process by which we culture newly delivered batches of medicinal leeches to inform optimal antimicrobial prophylaxis prior to clinical use. Recently, three batches (all from the same supplier, (B)(4)) have grown not only aeromonas (which is expected), but also the same species of rhodococcus (rhodococcus erythropolis). These batches were ordered in october and earlier this month (december). This is an unusual organism, for which routine recommended prophylaxis (for example, ciprofloxacin) may not be sufficient, and has led us to discard these batches and also convert to ordering from another supplier. We are concerned that there may be a contamination issue with the supplier which may result in patients developing infection due to insufficient prophylaxis, and so wanted to let FDA know. Reference report mw5163828 mw5163829.